Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0836-2007. It was observed that all service icons (attention, charge pak, service wrench) were displayed and the device would not power on. There is no patient inolvement with the incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177.